Manufacturer narrative:
(B)(4).

Event description:
It was reported that an adverse event occurred. The patient stated upon sensor insertion on (B)(6) 2019, they started to bleed. The patient indicated the bleeding occurred for a total of 4 hours. They drove themselves to the emergency room where they saw a physician and received one stitch to close the wound from the insertion. No additional patient or event information is available.